Event description:
It was reported that during an autopsy the saw heated up. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.